Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pelvic pain, infection, urinary problems and other injuries. The patient also required additional medical treatment. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.